Event description:
During a follow-up, far-field r-wave oversensing (ffrwos) resulting in automatic mode switch (ams) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable with no consequences.